Manufacturer narrative:
The investigation into the product damage (hole in catheter) has been completed since the original report was filed. The pump was returned, evaluated, and visually inspected and no catheter kink, biomaterial or any damage to impeller outflow or blades were found. According to the clinical, shortly after beginning impella cp support a catheter fracture was discovered. Immediately after cross-clamping the aorta with soft clamps a pump stop occurred. The cause of the pump stop issue was use related per the returned product investigation, the data log, and the clinical review. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 58-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed during cardiac catheterization laboratory percutaneous cardiac intervention and a coronary artery perforation occurred. Patient was taken for emergent coronary artery bypass grafting (CABG)/left anterior descending artery perforation containment. Impella catheter fractured and malfunctioned when cross clamped with soft aortic clamp. The decision was made to place a second impella post CABG procedure.